Event description:
According to the reporter: during the procedure, the seal of the device was damaged and prevented maintenance of pneumoperitoneum.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the bariatric procedure, the seal of the device was damaged and prevented maintenance of pneumoperitoneum. The device was replaced to resolve the issue. There was no patient injury. The patient is well.